Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported by the patient that he is having a difficult time deflating this inflatable penile prosthesis. He met with his physician last week and the physician had a difficult time as well. The patient was going to contact the patient service specialist for troubleshooting. No patient complications were reported, and no further information was provided.